Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. This report is made based on results of investigation completed on 05/15/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings: the display was dim, faded and discolored. Unrelated to these issues, the keypad was peeling, but the buttons responded properly. (B)(6)